Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to not cut properly and it was found that the cable had contact issues. The plug harness assembly was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported by the customer that during surgery the dermatome had a strange sound and did not work properly. The graft produced was poor in quality and an additional graft was required from the patient. A delay in procedure less than 30 minutes. No additional consequences have been reported as a result of this malfunction.